Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The false downstream occlusion alarms were reproduced and confirmed through eval. The downstream sensor readings with a fluid filled set were above spec. Also, the downstream pressure plate gap was too wide. These factors are known contributors to the identified downstream occlusion alarms. The pump was reworked and calibrated per baxter's service procedure.

Event description:
During baxter's eval, a spectrum pump had false downstream occlusion alarms. There was no pt involvement.